Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this left ventricular (lv) lead was hospitalized due to exacerbation of heart failure symptoms. The lv lead has a history of high threshold measurements and undersensing for which the physician was monitoring. The lv lead currently has high out-of-range impedances resulting in pacing inhibition and loss of capture (loc). A lead fracture was initially suspected but could not be confirmed via x-ray. The physician also suspected possible perforation of the coronary sinus however again this was not visually confirmed. The lv lead was surgically abandoned and replaced.